Event description:
It was reported that if the unit was set to internal syncing the user experienced random pacing. When sync was turned off the stimulator worked fine.

Manufacturer narrative:
Testing of the returned ep-4 stimulator and touch screen failed to duplicate the complaint of random pacing. After reviewing with the user, it was found that the problem was a software sequence conditional with the user's input device which was subsequently duplicated. A quality improvement project has been implemented to address this software sequence problem.